Manufacturer narrative:
H10: the actual device was not available. However, a picture and 8 retention samples were provided for inspection. A visual inspection and a leak test of the eight retention samples was performed and they met the quality acceptance criteria. The reported condition was not verified with the retention samples. A visual inspection of the picture did not verify the reported condition. The most likely cause could be attributable to manufacturing process if the tube was assembled with an excess of solvent causing maceration in the tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unreported date in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the start of treatment using an hd cartridge blood line, an external blood leak was observed at the junction of the heparin and the arterial chamber. The patient lost approximately 200 ml of blood. The extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.